Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 52 mg/dl at the time of incident. Customer¿s blood glucose was in the 50's mg/dl and they drank some orange juice. Customer declined to troubleshoot for the low blood glucose value. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer was using the auto mode feature. The insulin pump will not returned for analysis.